Event description:
Event description guidant received information that the proximal coil terminal pin of this implantable transvenous defibrillation lead was noted to be separated during a normal generator replacement procedure. Prior to procedure, the rate/sense impedance measurement was 400 ohms; however, in the or the psa measured 270 ohms. The local guidant representative was going to return the proximal portion of the lead.